Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to refractive surprise and exchanged on the same day with vicmo13.2 implantable collamer lens, -8.50 diopter. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/15 and uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry with clear surgical residue/debris on the product, in a small vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Date received by manufacturer on follow-up report #2 is incorrect; correct date is (B)(6) 2017. Lens was returned dry in a lens case/vial with clear surgical residue/debris on lens surface. Visual inspection found no visible damage on lens. Dimensional and functional inspections found the lens within specifications. Lens was found to be within specifications.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to refractive surprise and exchanged on the same day with vicmo13.2 implantable collamer lens, -8.50 diopter. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/15 and uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry with clear surgical residue/debris on the product, in a small vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye on (B)(6) 2015. The patient experienced refractive surprise.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to refractive surprise and exchanged on the same day with vicmo13.2 implantable collamer lens, -8.50 diopter. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/15 and uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry with clear surgical residue/debris on the product, in a small vial. Visual inspection found no visible damage to the lens. (B)(4).